Event description:
It was reported that a malfunction alarm occurred. The call dropped while troubleshooting with tandem technical support reached back out and calls keep dropping. After multiple attempts to troubleshoot tandem technical support left a voicemail and sent an email. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.